Manufacturer narrative:
(B)(4). Medical device: unk cup; unk liner; unk head. Reported event was confirmed by review of x-rays provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified oblique fracture involving the proximal humeral diaphysis with the involvement of the femoral stem of the left total hip arthroplasty. Vascular calcifications and mild osteopenia was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient suffered from a femur fracture and was treated with competitors cables. No additional information available.